Event description:
Boston scientific received information that the patient with this device expired. A post mortem assessment confirmed pulmonary edema; suggesting a period of acute heart failure preceding death. As a result, the coroner requested return product testing to ensure correct functionality. It has been previously reported that possible loss of capture may have been exhibited. The device has been explanted and returned for stat analysis.

Manufacturer narrative:
Following product analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of device memory revealed five episodes of ventricular tachycardia (vt) had been recorded on the date of death, over a five minute period of time. However, episodes occurring post-explant, had overwritten data from these pre-mortem episodes. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Unit meets specification; the clinical observation of loss of capture could not be confirmed.